Event description:
On (B)(6) 2024, the lays user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio reflect meter displayed inaccurately high blood glucose results. The complaint was classified based on the customer care agent (cca) documentation during the initial call and on additional information obtained after the medical surveillance specialist (mss) listened to the call recording. The patient alleged that the product issue started on (B)(6) 2023, at 5 pm. The mss noticed during listening to the call recording that the issue has been ongoing since. The patient stated that she had her pancreas removed 10 years ago, used all sorts of products and never had so many issues as with the subject meter. The meter has been displaying allegedly high readings while the patient is feeling low and occasionally ¿passes out¿ due to the issue with the meter. On (B)(6) 2024, at 2:30 am, the patient received a blood glucose reading of ¿263 mg/dl¿ and 2 minutes later she received a reading of ¿289 mg/dl¿ on the subject meter. The patient manages her diabetes with a continuous glucose monitor (dexcom) and an insulin pump (omnipod) and denied taking any action in response to the alleged issue. The patient claimed that she fell immediately ¿unconscious¿ after the alleged issue occurred. The patient reported that her husband called the ambulance, however by the time they arrived she came by again and did not want to go to the hospital. The patient did not receive any medical treatment at that time, but she did have on other occasions since the meter issue started. During troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject meter. The cca noted that the patient did not have control solution at the time of the call to test the subject system and educated the patient on the use of control solution. The cca established that the test strips had not expired. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after she received alleged inaccurate high results with the subject meter. The subject meter could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. In addition, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.